Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing of the staple line in a laparoscopic sleeve gastrectomy, the stapler stopped progressing forward after about 10mm. The surgeon waited about 30 seconds to compress the tissue and pressed the button to fire again, however, the knife blade assemble did not advance forward. The surgeon pressed the button to retract and open the jaws and successfully removed the stapler from the patient. The 10mm that was laid down had a complete staple formation with buttress material so the surgeon cut off the excess material and applied a new reload to join the existing staple line and fired across the section with success. There was no injury caused to the patient and no medical intervention was required.